Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye of the assistant's surgeon side console (ssc) was displaying a completely blue screen. The other present ssc worked normally. The system was not connected to onsite despite the ethernet cable being connected at both ends. The intuitive tech support engineer (tse) asked the caller if the issue was present at system startup or occurred suddenly. The caller could not tell, as the affected ssc was not used at the start of the surgery. The tse asked the caller if they could shut the system down and reseat the blue fiber cables on the affected ssc. The caller stated it was not possible at the moment. The surgery was continued using the primary ssc. There were no reports of patient injury.

Manufacturer narrative:
The field service engineer (fse) advised customers to clean the blue fiber cables. The clinical sales rep (csr) confirmed that issue was no longer present.

Event description:
Refer to h11 for follow-up information.